Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a picture with an open sample with the needle detached from the thread (but we don't know if the thread is still wound on the pack or is missing). However, without any closed sample, we cannot carry out an analysis in order to take a decision. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received, only a picture. Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that upon opening the box, it was found that all items contained needles only, without the corresponding sutures. Before use.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.